Event description:
It was reported that there was possible premature battery depletion. Also noted was that the patient felt a little different with activity but no notable symptoms. The device has been explanted and replaced. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.